Manufacturer narrative:
The customer contacted the ccc. During troubleshooting, the customer ran a precision test with quality controls (qc), which was acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the photometric sampler assembly, which was worn. The cse also replaced the sample drain. A system check was run and passed. Qc was run and resulted within range. The cause of the discordant sodium, potassium, and chloride results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium, potassium, and chloride results were obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant sodium result was reported to the physician(s). It is unknown if the initial potassium and chloride results were reported to the physician(s). The sample was repeated multiple times on the same instrument and all analytes resulted higher. The corrected sodium result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium, potassium, and chloride results.